Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had not reported the symptoms. The customer was treated with injection. Customer's blood glucose value was 500 mg/dl at time of incident. Customer's current blood glucose value was 268 mg/dl. Customer stated that blood glucose was spiking yesterday not sure if customer was getting the full delivery on bolus or basal. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports drive support cap was normal (slightly indented). Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer was explained about the 2 high blood glucose rule. Customer declined to further troubleshoot. The product was not returned for analysis.